Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump emitted a cs 064 call service alarm while the user was implementing the basal function. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up # 1 date of submission 10/31/2016. Device evaluation: the device has been returned and evaluated by product analysis on 10/11/2016 with the following findings: the black box and alarm history showed a cs 064 call service alarm. During the investigation, the pump alarmed with ¿cs 064¿ alarm upon the first rewind attempt therefore the initial call service alarm complaint was duplicated during the investigation. The pump¿s cover was removed and there no moisture found to the motor flex/connector. The investigation revealed a slave processor failure.